Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue ip custom room rack went blank. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the uninterruptable power supply was not operating properly. To resolve the issue, the technician replaced the ups. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.